Event description:
It was suspected that this pacemaker was surgically explanted due to a suspected premature battery depletion. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. Product analysis completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that no suspicious faults or resets where seen. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was suspected that this pacemaker was surgically explanted due to a suspected premature battery depletion. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.